Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz9277 and lot# 25045437 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material# mz9277 and lot# 25105377 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09oct2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero extension set was occluded the following information was received by the initial reporter with the following verbatim. This is in response to a conversation xx set up with boston mass in which that xx contract stated they believe bd has a solvent issue, of the solvent being used in excess and causing the clave to leak and or not being able to be flushed.